Event description:
Additional information received a notification from our medical safety team via loqi (abiomed¿s long-term outcome and quality indicator impella registry), pertaining to the above case. It was noted that recurrent non-sustained ventricular tachycardia with a definite relationship to the impella cp device used on this patient. Patient was hospitalized to address the issue.

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator impella registry regarding a 51 year old male patient presenting with acute myocardial infarction and cardiogenic shock for impella support. During support, this patient endured a pseudoaneurysm of right groin involving right superficial femoral artery after reporting pain at the impella insertion site. Intervention via an ultrasound-guided thrombin injection of the right groin was required.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported ventricular tachycardia (vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vt could not be determined. The instructions for use referenced in the initial report is from IFU for impella cp with smart assist system sections: general patient care considerations, entering cardiac output, and potential adverse events (united states), which now includes "cardiac or vascular injury (including ventricular perforation.¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Manufacturer narrative:
The investigation for the reported vascular damage has been completed. The impella device was not returned for evaluation. The root cause of the vascular damage - peripheral vessel issue was not determined since product was not returned for investigation and insufficient clinical details were provided related to the insertion and the failure observed. The instructions for use states ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ d4-updated model number.